Manufacturer narrative:
The product has been returned for eval and testing; however, as of to date the eval has not been completed. Additional info will be submitted within 30 days upon receipt.

Event description:
The report received indicated that during a coronary procedure the balloon on the 2.5x15mm dura star balloon catheter ruptured. The problem occurred during the first inflation attempt. There was no pt injury reported.